Event description:
Healthcare professional reported left side exchange from textured to smooth. Healthcare professional reported a left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation analysis of the returned device identified: underweight and opening on posterior. A visual and microscopic analysis was performed which identified: sharp opening on posterior, crease fold, wear abrasion and stress marks. A dimension measurement in the shell was performed which identify the thickness within specification. Observed 40 mm dark patch edge material inside gel device. Base on the device analysis the final assessment is: a sharp pattern on posterior of opening device assessed as a surgical impact opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Clarification to d4: lot number was listed as 547861.

Event description:
Healthcare professional reported left side exchange from textured to smooth. Healthcare professional reported a left side rupture. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side exchange from textured to smooth. Healthcare professional reported a left side rupture. Device has been explanted and replaced.